Event description:
Patient was revised to address infection, osteolysis, and loosening of the femoral component at the cement/bone interface. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. Requests for additional investigational inputs were made in accordance with (B)(4). It was communicated that no additional information would be made available. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.